Event description:
Customer reported receiving a button error on the insulin pump. The blood glucose reading was 66 mg/dl. Customer could not recall any significant event that may have led to this button error alarm but that it may have been exposed to sweat. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at display window corners and battery tube threads, and a scratched display window.